Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifiers: (B)(6).

Event description:
Olympus reviewed the following literature titled "safety of edoxaban for delayed bleeding in gastrointestinal endoscopic procedures with a high risk of bleeding." This study investigated the safety of gastrointestinal endoscopic procedures in patients taking edoxaban, a direct oral anticoagulant, focusing on the incidence of delayed bleeding during the perioperative period. Conducted from june 2018 to september 2021, the single-center, open-label study included 21 patients on edoxaban undergoing high-risk endoscopy. The primary outcome, severe delayed bleeding (ctcae grades iii¿v), occurred in 14% of patients, all requiring endoscopic hemostasis. No cases of mild or moderate delayed bleeding (ctcae grades I-ii) or thromboembolic events were observed. Secondary outcomes included complications like cholangitis and aspiration pneumonia, which were conservatively treated, and the median hospital stay was 8 days. Patients with delayed bleeding had higher systolic blood pressure at admission and longer hospital stays. The study found that the incidence of delayed bleeding in these patients was acceptable, with higher systolic blood pressure at admission associated with increased risk, although further research is needed to confirm this association. Type of adverse events/number of patients: delayed bleeding(3) cholangitis and aspiration pneumonia

Event description:
Additional information received that there was no olympus device malfunction observed during any procedure described in the literature. Additionally, the olympus device has not caused or contributed to the adverse events described in the literature.

Manufacturer narrative:
Based on the results of the investigation, there was no information in the literature on the detailed usage of the device or the occurrence of health hazards, and malfunctions of the product in question were not reported, the causal relationship between the product in question and the health hazard could not be identified. Olympus will continue to monitor the field performance of this device.